Manufacturer narrative:
(B)(4). Returned meter and test strip evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had poor storage.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-140mg/dl fasting. Verified test strips expire 01/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with 79mg/dl and 154mg/dl. No adverse event reported.